Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that it was revealed during an unknown surgery on (B)(6) 2020 that the one out of two ampoules of the cement (p/n: 3172080) had already been broken and monomer was leaked when the two ampoules were placed on a surgical instrument table before mixing the cement. It was unknown when the ampoule in question had been broken because it was used as usual. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient.¿ as the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. The complaint information describes a broken ampoule. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode (¿(B)(4) extract from dva-107020-fde.pdf¿. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31-may-21. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was revealed during an unknown surgery on (B)(6) 2020 that the one out of two ampoules of the cement (p/n: 3172080) had already been broken and monomer was leaked when the two ampoules were placed on a surgical instrument table before mixing the cement. It was unknown when the ampoule in question had been broken because it was used as usual. The surgery was completed, and it was unknown whether there was a surgical delay or not. There was no harm to the patient.